Manufacturer narrative:
The driveshaft was received at csi for analysis, engaged with the viperwire guide wire. The oad handle was not returned for investigation. Visual examination revealed the driveshaft was fractured at the proximal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. There was no damage observed with the returned guide wire. At the conclusion of the device analysis investigation, the report that the oad stalled and became stuck in the vessel could not be confirmed through analysis. The report that the crown fractured was confirmed. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. The diamondback coronary orbital atherectomy device instructions for use warns; "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Corrected field, report number: initial report inadvertently submitted with the incorrect manufacturer number 3004743323, under medical device report number 3004743323-2020-00367, on 19-nov-2020. The correct manufacturer number is 3004742232. This report is a copy of what was originally submitted. Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was advanced to a lesion located in the proximal right coronary artery. During use, the oad stalled and became stuck in the vessel. Attempts to remove the device were unsuccessful. The physician was advised not to activate the oad; however, the oad was restarted several times in an attempt to do so. The oad was unable to spin despite restarting it, but it was then able to be removed from the patient. The driveshaft fractured. The fragment was removed with the aid of non-csi wires and an angioplasty balloon. A type c dissection was then observed on imaging where the device had become stuck. A stent was deployed to resolve the dissection. The patient remained in stable condition. Per the opinion of the physician, the dissection was likely caused by the device becoming stuck in the vessel or during attempts to retrieve the fragment.